Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: (B)(4). Model: sc-2317-70. Serial: (B)(4). Batch: 7078964/7078923.

Event description:
It was reported that the patient was experiencing inadequate pain relief despite reprogramming done. The patient underwent an explant procedure. No device malfunction was suspected. The explanted ipg and leads were not returned as they were kept by the medical facility.